Event description:
It was reported that the patient experienced a shocking or jolting sensation. The reporter experienced random, severe jolting that "knocked him out." It was stated that the symptoms began about 3 weeks ago; about the same time the patient had a fall in the bathtub. The reporter stated that the symptoms occurred when he stood and turned in a certain direction. It was also stated that the patient experienced a shocking sensation in the morning while stretching in bed. The patient saw his healthcare professional at the beginning of (B)(6) 2012 and suggested a reprogramming. It was noted that the hcp did not think any of the leads had moved. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37081, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37081, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).